Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and initially found that it failed the patient interface portion of the all manifolds test (amt). No replacement safety disks were available at the time, so the fse returned later with the required safety disk. After consulting with other technicians, the fse regreased the o rings on the safety disk. Once this was completed, the unit successfully passed the amt. A preventive maintenance (pm) procedure was then performed under wo (B)(4). The components replaced were done so as part of the scheduled pm and not in response to the reported issue. The unit passed all tests, met factory specifications, and was confirmed ready for patient use. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was patient involved but no harm reported.